Manufacturer narrative:
The cycler was returned for evaluation. There were no deviations or non-conformances during the manufacturing process. A visual inspection of the returned cycler exterior showed no sign of physical damage. Simulated treatment was performed and completed without any unexpected alarms or problems occurring. The valve actuation test, system air leak test and patient sensor calibration check passed. The load cell verification was within tolerance. There were no discrepancies encountered in the internal inspection of the cycler. An investigation of the device manufacturing records was conducted by the manufacturer. The record review confirmed the labeling, material, and process controls were within specification. There were no reported device malfunctions that would have caused the reported event.

Manufacturer narrative:
(B)(4). A temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy with the liberty cycler and the development of the abdominal hernia requiring corrective surgery. As well as the association between the event of abdominal hernia and the increase in intra-abdominal pressure that occurs during the normal course of peritoneal dialysis (pd) therapy. Additionally, the peritoneal dialysis catheter (not a fresenius product) needed to be replaced to reposition the peritoneal dialysis (pd) catheter. The mal-positioned peritoneal dialysis (pd) catheter may have contributed to the increased intra-abdominal pressure leading to the abdominal hernia. The peritoneal dialysis (pd) catheter insertion was performed concomitantly with the hernia surgery on (B)(6) 2017 is not a fresenius product. A follow-up MDR will be submitted following evaluation.

Event description:
It was reported that the patient with end stage renal disease (esrd) on peritoneal dialysis (pd) therapy since (B)(6) 2017, underwent an outpatient surgical procedure for abdominal hernia repair and to have a new pd catheter (not a fresenius product) insertion on (B)(6) 2017. The day before surgery (B)(6) 2017 through (B)(6) 2017, the patient performed manual exchanges with low flow and would only fill to 750ml because of continuously experiencing drain complications. On (B)(6) 2017, during a follow up call to the peritoneal dialysis registered nurse, it was revealed both procedures were successful without adverse events and the patient is recovering well from the abdominal hernia surgery. The patient has resumed continuous cyclic peritoneal dialysis (ccpd) therapy on the cycler without further issues.